Manufacturer narrative:
Retainer ring : clear. Customer returned insulin pump for alleged pump error 63 and cosmetic damaged at the battery compartment found on (B)(6) 2021. Device passed displacement test. Pump failed self test due to pump error 63. Successfully downloaded history files and traces using thus. Verified the insulin pump alarmed pump error 63 variable 3 in insulin pump downloaded history on (B)(6) 2021 at time 08:56:08.000 due to ambient light failure. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 3 due to moisture damage. Device was cut open and found moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, broken battery tube threads, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, and cracked retainer. Pump error 63 confirmed due to burnt trace at pin 3 due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm occurred several times. Customer stated that they noticed crack in the battery compartment. Customer stated that self test was performed. No harm requiring medical intervention was reported. The device will not be returned for analysis.